Event description:
According to a hosp, a urinary catheter used on the complainant's father was defective. The catheter perforated his father's urethra and entered his prostate, not his bladder. It later fell out. Rptr writes, "as reported by family members, my father was admitted to the emergency room about 10 pm 9/5/98 complaining of blood in his urine. A bard urinary catheter was inserted in the ER under the supervision of dr and then he was discharged and sent home. Upon returning home and getting into bed, the catheter "fell out". He reported this event to my sister who then visited the hosp for an explanation of this mishap. A rep of the hosp called the ER to inquire and was told that the catheter was defective. Fortunately or unfortunately, depending upon your view of "quality of life", my father had a routine follow-up appointment with his regular urologist on the following thursday. Upon examination of my father, it was determined that the urethra was blocked and he immediately admitted him for emergency surgery. Surgical examination revealed that the catheter inserted in the ER had perforated the urethra and entered the prostate not the bladder. It was reported that over two quarts of fluid were drained from the bladder during surgery. My father was admitted to the hosp where he then proceeded to develop acute kidney dysfunction, congestive heart failure, evidence of a heart attack and I believe a stroke. He is slowly recovering to some form of existence, substantially less than he experienced before the catheter intervention. Before this misadventure, he was an unbelievably vibrant 92-year-old who lived independently, drove, traveled extensively and had a relatively excellent quality of life with the exception of periodic urinary incontinence combined with chronic prostate cancer. He is currently convalescing in a hosp with an unk future. Clearly, there is a problem here as no one has asked to examine the defective catheter which is currently in my possession. It is my understanding that this incident should have triggered a report to both the FDA and the MFR through the MDR process and a subsequent determination made as to the hazard involved and the associated mobidity. To date we have received no word concerning any investigation much less a determination of the suitability of this catheter, catheter lot, or catheter design. We have not heard from the hosp, MFR, or the FDA." MFR writes to rptr, "this is a follow up to your letter dated 9/30/98 which was initially sent to the dir of investigations at the food and drug administration. The letter discussed an incident involving your father and a foley catheter that was placed. You expressed concern that no one had asked to examine the catheter nor had anyone contacted you concerning an investigation into this matter. A search of our database showed that we had not received any prior report of this event. Your letter was our first notification of this incident. Based on your description of the event, it does not appear that your father's problems were a result of a defective catheter but more an issue of incorrect placement. If the catheter balloon is inflated in the prostatic urethra, there is a good chance that the catheter will fall out. While we are not aware of any deficiency in the material or construction of a foley catheter that could potentially cause the type of problem you have reported, we would be happy to examine the catheter and provide you with a copy of our findings."